Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.

Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015. During seating of the electrode array, the physician applied too much pressure during deployment and perforated the uterus. There procedure was aborted and no medical intervention was required.